Event description:
It was reported that a spectrum pump displayed system error 341 during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 841 which was not reproduced. System error 341 was confirmed through a review of the event history log. The upper auxiliary assembly and input/output printed circuit board were replaced to correct this condition.